Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and suture was used. During the procedure, the needle broke at the swage during knotting for closing the port. The surgeon stated that he grasped the needle at the proper position. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: user error caused the event. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There were no signs of manufacturing defects found on the needle.